Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007; including gastric bypass and ventral hernia repair were not provided. (B)(6) 2004: (B)(6). Operative report. Preoperative diagnosis: status post gastric bypass. Partial small-bowel obstruction. Ventral hernia. Postoperative diagnosis: status post gastric bypass. Partial small-bowel obstruction. Ventral hernia repair. Procedure: exploratory laparotomy with extensive lysis of adhesions. Release of partial small-bowel obstruction. Ventral hernia repair. Anesthesia: general. Blood loss: minimal. Complications: none. Assistant: jerry olson, crn, fa. Indications: mr. Maresh had a gastric bypass a long time ago. The patient came into me with epigastric symptoms about a year ago and I repaired a ventral hernia. The patient came back to me with similar symptoms and partial small-bowel obstruction was documented by small bowel followthrough. The patient also had a recurrence of his ventral hernia and exploratory laparotomy was recommended. Description: ¿the patient was explained of indications, risks, and complications including bleeding, infection, injury to underlying structures, failure of the procedure, etc. Consent was obtained. The patient was taken to the operating room and given general anesthesia. A foley catheter and og [orogastric] tube were placed. Of note is that this patient had a stapled gastric bypass that failed and his stomach is wide open, that is why he felt okay about passing the ng [nasogastric] tube. His abdomen was prepped and draped in the usual sterile fashion after a foley catheter and sequential compression devices were placed. A midline supra and infraumbilical incision was performed. The patient had a recurrent ventral hernia extending from below the xiphoid towards the umbilicus. They were at least 3 different and separate defects; 2 to the right of the midline and 1 to the left of the midline, all measuring between 3 to 5 cm in size. All these hernia sacs were removed. I had to perform an extensive lysis of adhesions, particularly from omentum and loops of small bowel that were densely adhesed to the anterior abdominal wall. Eventually, I was able to free up both sides. To gain access to the epigastric area is virtually impossible. The patient has dense adhesions after his gastric bypass was completed and I could not get in there. The transverse colon looks normal. The omentum looks okay. I then proceeded to run the small bowel. I found dilated small bowel proximally and approximately 90 cm distally. I found a band of scar tissue that was extending from the left side of the colon towards the mesentery of the small bowel and was causing a partial obstruction of this small bowel. The band was released and immediately flow was achieved into the distal small bowel that was decompressed. A second area of severe adhesions was noticed in the distal jejunum. This area was stuck to the mesentery of the colon in the right upper quadrant. Through a tedious dissection, I was able to free up all the small bowel all the way down to the ileocecal valve. All the loops of small bowel were viable and there was no evidence of enterotomies. I then proceeded to direct my attention to the left upper quadrant and dissected all the way to the anastomosis from the roux-en-y, which is functional and there is no evidence of problems with the previous gastric bypass. Once certain about resolving the problem, I then proceeded to irrigate copiously. The abdominal fascia was not able to be closed again primarily. I used a large piece of dual mesh that pretty much covered all the area above the umbilicus and part of the midline below the umbilicus. The mesh was secured to the surrounding fascia with #1 nylon and subsequently lateral flaps were created on the subcutaneous tissue to undermine and be able to pull the skin together. The subcutaneous tissue was reapproximated with interrupted stitches of vicryl. The jp was placed over the mesh for drainage and the skin was closed with a running subcuticular stitch of 4-0 vicryl. The patient tolerated the procedure well and no complications.¿ [missing records: records for the small bowel follow through which showed ¿partial small-bowel obstruction were not provided.] (B)(6) 2004:[facility ni]. Implant sticker. Procedure: laparotomy, ventral hernia repair. Surgeon: (B)(6). Implant: dualmesh plus antimicrobial. Lot: 03175456. Item: 1dlmcp04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03175456) was implanted during the procedure. Records between (B)(6) 2004 and (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: chronically infected abdominal mesh with right-sided abdominal wall abscess. Postoperative diagnosis: chronically infected abdominal mesh with right-sided abdominal wall abscess. Procedure: incision and drainage of right-sided abdominal wall abscess associated with the mesh, opening up of 3 sinus tracts with curetting, irrigation and repacking. Description of procedure: ¿the patient was placed in the supine position and given general anesthesia. His abdomen was prepped and draped in a sterile fashion. We initially addressed the sinus tract in the left upper aspect of the open granulation tissue. This was opened with an index finger and dilated. There were no side pockets or fluctuance that could be appreciated. There was still a little bit of exposed mesh, but this wound had actually made tremendous progress from when we initially had to open him. We then directed our attention to the right side of the patient's abdominal wall. We placed 2 davis clamps into the open sinus tracts and the granulation and connected them and made a lateral counter incision and connected these 2 tracts, leaving a well incorporated cutaneous and subcutaneous bridge that was well incorporated onto the mesh with no infection. We entered a deep abscess cavity that was to the right and superior to the open wound, and this was associated with the lateral aspect of the mesh and the prolene sutures. We did intraoperative cultures. We then curetted the open areas and irrigated them profusely with antibiotic solution. The 3 sinus tracts were packed with 1-inch iodoform gauze, and the deep wound where we made the lateral right-sided incision to facilitate the drainage over the abscess cavity was re-packed open with antibiotic-soaked kerlix roll. We also placed some of the antibiotic kerlix roll over the granulation tissue. Abds and sterile dressing were applied. The patient tolerated the procedure well and went to the recovery room in good condition.¿ there is no mention of gore device removal in the records. [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2006 procedure was not provided.] [Missing records: records detailing previous procedures to open the wound were not provided.] Records after (B)(6) 2006 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2004: (B)(6), md. Operative report. Preoperative diagnosis: symptomatic ventral hernia. Symptomatic cholelithiasis. Epigastric abdominal pain, nausea, and vomiting status post gastric bypass. Postoperative diagnosis: symptomatic ventral hernia x3. Symptomatic cholelithiasis. Internal hernia through defect in transverse mesocolon. Operative procedure: exploratory laparotomy. Reduction of internal small bowel hernia. Repair of transverse mesocolon defect. Open cholecystectomy. Ventral hernia repair. Anesthesia: general. IV fluids: 3500 cc crystalloid. Blood loss: 200 cc. Complications: none. Indications: mr. (B)(6) is a 55-year-old patient that had a gastric bypass for morbid obesity about 15 years ago. I saw him recently with epigastric abdominal pain, nausea and vomiting. Ultrasound was not able to visualize the gallbladder, but the patient had cholelithiasis. He also had a large ventral hernia that needed repair. Patient was recommended exploratory laparotomy. Procedure: ¿patient was explained of the indications and complications including bleeding, infection, injury to underlying structures, recurrence of hernia, postoperative abscess, hematoma, seroma, coma, etc. When informed consent was obtained, the patient was taken to the operating room and given general anesthesia. A foley catheter was placed as well as sequential compression devices. Subsequently his abdomen was prepped and draped in the usual sterile fashion. I proceeded to perform a supraumbilical midline incision following the scar of the previous gastric bypass. Subcutaneous tissue and fascia were divided on the midline. The patient had nonabsorbable sutures on the fascia that were removed along with steel wires that were removed as the incision was opened up. The patient had extensive adhesions from the intra-abdominal organs towards the anterior abdominal wall. I took down all these adhesions with bovie cautery and sharply with metzenbaum scissors. It took me quite a long time just to free up both sides of the abdominal wall. At this point in time, I proceeded to run the small bowel. I then came to realize that the patient had an internal hernia through the mesocolon of the transverse colon. Some of the small intestine was incarcerated within this hernia that I was able to pull back down. There was a transition zone distal to the anastomosis of the roux-en-y that was causing mechanical obstruction, and this was freed up after the reduction of the hernia was completed. Once all the small bowel was pulled down below the transverse colon, I then proceeded to expose the epigastric area, and through a tedious dissection, I was eventually able to divide the gastrocolic ligament to expose the gastrojejunostomy. No abnormalities were found in this area. The gastrojejunostomy is wide open. At this point in time, I proceeded to close the defect in the mesocolon, and the loop of small intestine coming off the stomach was anchored to the mesocolon with 2 stitches of 3-0 silk. I ran the small bowel again, finding no other causes of obstruction and no evidence of necrosis. Some adhesions were taken down in the process. The appendix was visualized, and subsequently I tried to palpate the colon as best I could, finding to [sic] abnormalities. The right upper quadrant was then exposed. There were significant adhesions towards this area and it was also difficult to mobilize the hepatic flexure, but eventually I was able to do so. The fundus of the gallbladder was then retracted anteriorly and laterally and the neck of the gallbladder exposed. Dissection was carried out around the neck of the gallbladder until I was able to skeletonize the cystic duct and cystic artery. Both were controlled with silks and transected and the gallbladder completely removed. I proceeded then to irrigate the abdominal cavity copiously until clear returns were obtained and a #10 flat jackson-pratt drain was placed into the right upper quadrant by the gallbladder bed and brought out through a separate stab incision on the right side of the abdomen. The patient¿s fascia was then inspected on both sides of the incision. The patient had at least 3 hernias. The biggest one to the left of the umbilicus and 2 smaller ones in the epigastric area. These defects were then opened to communicate with the main incision, and I was able to reapproximate the fascia with a combination of a loop #1 nylon and interrupted stitches of 0 vicryl. The skin was then closed with staples. Patient tolerated the procedure well without any difficulty." Explant procedure: [ni]. [Nurse reviewer note: type of mesh removed not indicated.] Explant date: on (B)(6) 2005 (hospitalization [ni]). [Operative note not supplied in records reviewed]. On (B)(6) 2005: (B)(6) health system. [Illegible signature]. Implant sticker. Bard mesh. Relevant medical information: on (B)(6) 2005: (B)(6), md. Pathology report. Case: (B)(4). Specimen: ventral incisional hernia, old scar tissue. Clinical history: infected ventral incisional hernia with recurrent ventral incisional hernia. Final diagnosis: fibrous tissue and surgical mesh, incident to repair of ventral hernia: marked chronic inflammation, scar, and foreign body granuloma. Gross: the specimen is labeled ¿ventral incisional hernia and old scar tissue¿ and received in formalin is a 19 x 15 x 8.5 cm aggregate of skin and underlying subcutaneous tissue with fibromembranous architecture. On section, a green-gray putty-like cystic structure is identified that exudes and orange-yellow watery fluid on the deep side of the specimen. This cystic cavity measures approximately 9 cm in greatest dimension. There are no masses or excrescences identified. An additional segment of yellow-tan encapsulated lipomatous tissue is present, free of abnormality. Microscopic: microscopic findings correspond to the diagnosis given above. On (B)(6) 2007: (B)(6), md. Operative report. Surgeon: (B)(6), md, facs. Preoperative diagnosis: recurrent ventral incisional hernia with a history of multiple recurrent hernias and problematic mesh infection, marlex mesh infection, with methicillin-resistant staphylococcus aureus. Postoperative diagnosis: recurrent ventral incisional hernia with a history of multiple recurrent hernias and problematic mesh infection, marlex mesh infection, with methicillin-resistant staphylococcus aureus. Operative procedure: removal of old marlex mesh and repair of ventral incisional hernia with permachol allograft 1.5 cm thick, 50 x 20 cm in dimension. Procedure: ¿the patient was placed in the supine position, given a general anesthesia. His abdomen was then prepped and draped in a sterile fashion. The dissection was carried down through the old marlex mesh. We then quite tediously dissected the old marlex mesh away from the surrounding tissues. The recurrent hernia defect was in the left upper quadrant, and this is where the patient was symptomatic from the hernia. We freed up the marlex mesh in its entirety, taking the skin and subcutaneous tissues away from the top of it, and then freeing in the intra-abdominal tissues. The omentum was affixed to the undersurface of the mesh. This was taken down with electrocautery. Bleeding points were controlled with 2-0 silk ties. There were 2 loops of small bowel that were caught up in the mesh and these were taken down sharply. No enterotomies or serosal rents were encountered. Once we had the mesh excised completely, we had quite a large defect in this large patient. We brought up the largest permachol mesh and cut the lower aspect off, as we needed more width than we needed length. We then sewed the mesh on the superior and left lateral side with running #2 prolene. We then took the piece of the allograft that we had cut off the original section and then sewed it to the right side of the allograft with running #2 prolene suture. We then completed the incisional hernia defect with running #2 prolene suture. There was some area in the right side of the abdomen where the patient had the chronically infected mesh that looked a little bit concerning for an infection, but intraoperative gram stain showed no bacteria, so I ultimately elected to close the skin. Once we had the allograft secured, we inspected the area. Bleeding points were controlled with cautery. There was a lot of fibrosis and scarring all along the lateral aspect of the mesh where it was sewn in, and we took this fibrotic tissue way during the initial dissection. We then irrigated the area free of clot and debris with saline solution. Bleeding points were controlled with cautery. We then placed two 15-round blake drains, brought them out through inferior stab wounds on the right and the left, secured with 2-0 silk. We then reapproximated the skin over the drains, taking the subcutaneous tissue with interrupted 3-0 vicryl sutures, and then we closed the skin with staples. Sterile dressings were applied, and an abdominal binder was applied. The patient tolerated the procedure well, went to the recovery room in stable condition." On (B)(6) 2007: (B)(6), md. Pathology report. Case: (B)(4). Specimen: ventral hernia. Clinical history: recurrent ventral incisional hernia. Final diagnosis: tissue, ventral hernia repair: fat with dense fibrous soft tissue showing prominent acute and chronic inflammation with microabscess formation involving synthetic material. Gross: the specimen is labeled ¿ventral hernia¿ and received fresh from the operating room is an aggregate of skin and underlying subcutaneous tissue and synthetic mesh material removed during hernia repair surgery. The specimen measures 31 x 16 x 2 cm overall. On section through the tissue, the stapled regions are identified on the synthetic mesh material and the soft tissue immediately surrounding the staple lines appear abscessed. There is significant dense fibrosis noted throughout the specimen. Multiple blue sutures are identified along the periphery of the synthetic mesh material. Microscopic: microscopic findings correspond the diagnoses given. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, infected mesh, removal of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f24: insufficient information; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 03175456. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.